Manufacturer narrative:
This report contains correction in section of initial reporter and g2 report source.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms on the right atrial (ra) channel. This ra lead is non-boston scientific lead. Boston scientific representative stated that the impedance trend was occurring from few months now. The threshold test was not able to be performed due to patient currently in atrial fibrillation (af). There was no noise present. Bsc representative is further going to discuss with the physician. This device and non-boston scientific lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms on the right atrial (ra) channel. This ra lead is non-boston scientific lead. Boston scientific representative stated that the impedance trend was occurring from few months now. The threshold test was not able to be performed due to patient currently in atrial fibrillation (af). There was no noise present. Bsc representative is further going to discuss with the physician. This device and non-boston scientific lead remains in service. No adverse patient effects were reported.